Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared while customer was using tandem charging cable, wall adapter, and a working outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave adapter plugged into a working outlet, later changed charging cable to a non-tandem cable while continuing to use tandem wall adapter, and pump began charging without shutting down; customer was advised that non-tandem charging supplies are not recommended except for troubleshooting, acknowledged this, and was sent replacement charging supplies, after which no further assistance was required.